Event description:
On (B)(6) 2010 the patient reported when he woke up the display of the infusion device was blank and the device would not respond to button presses. The battery had been in use for one week. He inserted a new battery, but the infusion device would not turn on. He does not recall receiving an a2 (battery low) or e2 (battery depleted) error message. The patient was not able to verify the alarm history. No physiological effects were reported. He switched to his backup infusion device. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.